Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a service required alarm occurred related to low circuit leatk. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed a test step. The device's sensor board was replaced to address the issue. Contamination was observed on the flow sensor assembly, blower, and stirring fan foam. The flow sensor assembly, blower and stirring fan foam were replaced to address the issue.

Event description:
The manufacturer received information alleging a service required alarm occurred related to low circuit leatk. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed a test step. The device's sensor board was replaced to address the issue.